Manufacturer narrative:
The insulin pump was monitored in 50c oven for several days and no blank display noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected failed battery test, off no power alarm, weak battery alarm was noted. No missing battery icon or unexpected black dot anomaly noted. However, the pump had moisture damage on the lcd board. The pump was received with cracked battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of a blank display, weak battery, off no power and failed battery test from the insulin pump. The customer's blood glucose level was 189 mg/dl. The customer stated that she changed the battery and the pump did not turn on. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that she received a weak battery after the battery out limit alarm. The customer was assisted with reprogramming the pump. The customer was advised to monitor the pump.